Manufacturer narrative:
Date of event: (B)(6) 2011. Date of explant: (B)(6) 2011; model#: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm; model#: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg, leads, and extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure. No further information could be obtained.